Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As 8 years or longer have passed since manufacture of this product, it is presumed that the event occurred because the parts of the patient circuit boards as well as the video connector socket wore out and failed due to long-term repeated use. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, some cosmetic wear was found on the housing of the device. An old type of power switch was found stuck and not working. A worn-out scope socket was causing a loose connection with scopes and camera heads. A black screen was observed due to a faulty ap and dr board. The caution labels on the front panel of the device were illegible. The faulty components were replaced. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a no image issue during preparing to use a video system center. There was no patient harm or injuries reported. No additional information has been obtained.